Event description:
A report was received from global pharmcovigilance (gpv) of the death of a homechoice home patient (hp). A house sitter had mentioned, during a supply pick up by home care services (hcsr), that the hp had expired on (B)(6) 2012, and that family was attending the funeral while she was watching the home. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(4) 2012 regarding the reported incident. The nurse has declined to provide any information regarding the reported incident. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Therefore, the reported condition could not be confirmed and a cause could not be determined. A review of service data revealed there is no previous service history for this device. A device history review was also performed with no abnormalities noted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.